Event description:
Caller states that an unconscious patient arrived in the emergency room (ER). Paramedics had obtained a high blood glucose result prior to the patient arriving in the ER (result not reported). Patient was undiagnosed at time of the arrival in the ER. A nurse in the ER used both meters on the patient and received an error-83 on the inform meter. Caller reported that although the paramedics had obtained a high blood glucose value, nurses treated the patient with a d50 IV based upon the error message indicating that the glucose sample was too low to detect. Caller states that the nurse's rationale was to treat the patient with d50 based on the error message indication that the glucose was too low to detect and the patient's physiological condition at the time in attempt to stabilize the patient. The patient's glucose result from the lab came back as 960 mg/dl. It was not clear as to whether this lab was taken before or after the d50 was started. The patient's initial hematocrit prior to any treatment was 58.2%. This is outside of the range of 20-55% for glucose measurements greater than 200 mg/dl. After the lab value was reported, the d50 IV was discontinued and the patient received an insulin IV and was transported to the ICU. In the ICU, they received a value of "hi" (greater than 600 mg/dl) on the patient. There was no timeframe reported between the lab value and the result of hi. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the inform system (B)(4). (B)(4).